Manufacturer narrative:
Continuation of d10: product ID b35200, serial# (B)(6), product type implantable neurostimulator. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturing representative (rep). Manufacturing representative reported that the cause of high impedances was not able to be determined. Manufacturing representative reported that patient had an extension replaced on august-18 with 1 moderate impedance still. No other actions will be taken at this time.

Manufacturer narrative:
Continuation of d10: product ID: b35200, lot#serial#: (B)(6), product type: implantable neurostimulator. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with a deep brain stimulation implantable pulse generator (ipg) underwent a replacement procedure. A connectivity test and impedance measurements were conducted and subsequently connectivity test failed, with high impedances detected. Reported impedance measurements provided were: 1b/0 at 37195 ohms, 1b/1a at 32055 ohms, 1c/1b reported as high with no number, and 2a/1b at 37181 ohms. It was noted that the patient had high impedances prior to the replacement procedure. Agent reviewed that high impedances of this magnitude are the reason for the failed connectivity test and that such impedances typically do not resolve with only the implantable neurostimulator replaced. Options and considerations were discussed. No patient complications have been reported as a result of this event.